Manufacturer narrative:
The portrait psr does not contact the pt during use. Labeling states that following the procedure, the treated site may be subject to an opportunistic infection. Normal precautions such as the use of prophylactic antibiotics, dressings and antibiotic ointments/creams, may be used at the discretion of the physician.

Event description:
Pt developed an infection in the peri-oral area. Cultures show gram negative infection. Treated with keflex and cipro and topical clinamycin. Infection cleared within 4 weeks.